Event description:
It was reported that low, out of range pacing lead impedance and externalized conductors were observed during a normal generator change-out. The lead was explanted and replaced, and the patient received no adverse consequences.

Manufacturer narrative:
.